Event description:
It was reported that a stent was placed in the distal lad on 10/22/97. On fluoro and films it appeared as if no stent was present at the lesion site. The patient was placed on reopro and discharged. On 10/29/97 the patient presented with an mi and a totally proximal lad. A balloon dilatation catheter was used to affix the stent to the vessel wall. Blood flow was restored and the case concluded.